Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female pt, the device was unable to discharge via internal handles intermittently. Complainant indicated that the clinician was eventually able to deliver therapy to the pt. Complainant indicated that the pt subsequently expired.